Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause was attributed to user error in that they used a too short nail. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The im nail was replaced with a 9mm x 400mm standard nail per the sign technique manual. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016, that a sign im nail implanted to repair a fracture was replaced due to being too short. Surgeon comment: " anterograde nail is too short, stability not so good so we change to retrograde.